Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2019 and mesh was implanted. It was reported that the patient experienced pelvic pain, multiple episodes of emesis and nausea. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions and small bowel resection on (B)(6) 2021. No additional information was provided.